Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
It was reported that "pt called to complain that he has 2 stryker knees and that he has had problems ever since. One clicks and clanks since (B)(6) 2008. Asked me if I knew that doctors take the acl. Said doctor cut a bunch of nerves. Pt did not want to submit a formal complaint and did not provide any add'l info. Said he just wanted to complain directly to stryker."

Event description:
During an implant, it was reported that crosstalk signal was observed on the ventricular channel with atrial pacing. The device was checked the next day and crosstalk was still observed along with an acute rise in the capture threshold, a drop in r-waves, and an increase in impedance. When the leads were disconnected from the device, normal values were observed during repeated testing. As such, the ICD was explanted.

Manufacturer narrative:
The reported event of crosstalk could not be reproduced on the bench. The device was tested using test leads and also with clinical leads in a saline solution; no crosstalk was observed. The device's functionality was tested on the automated electrical test system and no anomalies were detected. The reported field experience suggests there may have been a connection issue with the rv is-1 lead.